Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. The patient requested explant due to inadequate pain relief. The closed loop stimulator (cls) was confirmed to be functioning as intended.

Manufacturer narrative:
An elective explant of the evoke scs system was performed at the patient¿s request. The cls was confirmed to be functioning as intended. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system including ¿inadequate pain relief following system implantation.¿